Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the balloons of the catheters were found to have leakage and the devices fell out the patient after insertion.

Manufacturer narrative:
(B)(4). One actual sample was returned for investigation and was carefully removed from the polybag. The sample was then subjected for visual inspection reveals no abnormality found on the sample. An attempt to inflate the balloon using colored water was not successful as it was observed that the colored water happened to slip out from the balloon. Thorough examination was then carried out focusing on the leak area under 120x magnification. Traces of glue was clearly visible on the shaft suggesting that the balloon was once well intact to the shaft. There was also presence of multiple scratch marks near the leak area. It appears quite likely that the scratches had initiated the tear that lead to leak balloon. Such incident might be due to the problems of solid residues in the bladder or urethra that will create resistant during insertion catheter, encrustation stick on the catheter balloon may be break into small particles and scratch the catheter balloon surface and urethra. In our current standard operating procedure, the raw balloon is subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Other remarks: upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Defective catheter will be culled out during this process. Based on the investigation conducted, traces of glue were observed underneath the balloon sleeve. This indicates that the gluing process was conducted per the defined. 100% leak test is designed to inspect the product and such failure in manufacturing could be detected. Therefore, this complaint could not be confirmed. The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection. Additional method code: 26.

Event description:
It was reported that the balloons of the catheters were found to have leakage and the devices fell out the patient after insertion.